Manufacturer narrative:
B5: updated. H6: patient code added.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and 31mm watchman flx pro closure device and delivery system (wds) were selected for use. The physician obtained groin access and transeptal puncture (tsp) was performed using versacross connect and the was double curve sheath. The 31mm wds was prepped and inserted. After initial deployment the closure device was noticed to be deep in the appendage and constrained. The physician performed a gentle tug test. A pericardial effusion was then noticed and there was a subsequent drop in the patient's blood pressure. The patient had lost their pulse therefore cardiopulmonary resuscitation (CPR) was performed by the lab staff as the physician attempted to get pericardial access with a pericardiocentesis kit. Access was successfully obtained and 1800cc of bright red blood was aspirated. The patient underwent a blood transfusion, and the pericardial drain was left in place overnight. It was further reported that cardiac arrest occurred.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and 31mm watchman flx pro closure device and delivery system (wds) were selected for use. The physician obtained groin access and transeptal puncture (tsp) was performed using versacross connect and the was double curve sheath. The 31mm wds was prepped and inserted. After initial deployment the closure device was noticed to be deep in the appendage and constrained. The physician performed a gentle tug test. A pericardial effusion was then noticed and there was a subsequent drop in the patient's blood pressure. The patient had lost their pulse therefore cardiopulmonary resuscitation (CPR) was performed by the lab staff as the physician attempted to get pericardial access with a pericardiocentesis kit. Access was successfully obtained and 1800cc of bright red blood was aspirated. The patient underwent a blood transfusion, and the pericardial drain was left in place overnight.